Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, poor insulation performance at the tip recognized due to adhesive peeling of the curved rubber, curved rubber adhesive part missing, foreign object inside the nozzle, cracking of the illumination lens due to an external factor (tip collision) recognized, adhesive part of the objective lens came off, image abnormalities (dive-in flare) observed due to peeling of the objective lens adhesive, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, amount of suction insufficient due to abrasion of the suction cylinder, suction cylinder scraped, scratches on the insertion tube, dirt on the operation part difficult to remove, scratches found on the operation part, scratches found on tip cover, scratch on hardness adjustment ring, scratches found on the switch box, scratches on operation unit cover, scratches on up/down knob, scratches on the up/down angle fixing lever, scratches found on the right/left knob, scratches found on grip, scratches found on universal cord, scratches on scope connector side of the universal cord, scratches found on the operation part side oredome of the universal cord, scratches found on the scope connector, contacts of the scope connector discolored, scratches on scope connector cover, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the evis exera iii colonovideoscope, exhibited no occurrence connection error code gii11. Upon inspection and testing of the customer returned device, foreign material was found in the scope nozzle due to insufficient leaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be identified. Furthermore, as reprocessing was documented as being performed within specifications, the cause of the suggested phenomenon could not be presumed further. Olympus will continue to monitor field performance for this device.